Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, batt out limit or failed batt test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had minor scratched lcd window, cracked lcd window, the reservoir tube lip was partially broken off but the test reservoir locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that small chunks missing from the reservoir area. The customer¿s blood glucose was unknown. Customer also reported that the insulin pump had unexplained no delivery alarm. Customer also stated that the scratches on the screen and crack in corner of display of screen. Customer declined to technical support assistance. The insulin pump will not be returned for analysis.